Event description:
Customer reported that they have a vibrate anomaly. The blood glucose reading was unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump vibrator rattled during the self test due to the vibrator adhesive not adhering. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a broken reservoir tube lip.